Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has experienced the fracture of the stem with collar, 5 years after implantation.